Event description:
A caregiver (cg) contacted baxter's (B)(4) regarding air in the line of a home choice (hc) cassette. The cg stated he primed the hc earlier that day, but when he went to connect the home patient (hp), the patient line had air in it . The cg stated he pressed go, bypassed the initial drain, and let the hc go to fill 1 to see if the patient line would fill. The cg did not connect the hp; however, he stated he removed the cap off the patient line. The technical service representative (tsr) advised the cg to start over with new supplies as the setup was no longer sterile. The tsr assisted the cg to end therapy and assisted the cg with a new setup. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing without alarm. Per the complaint information, the caregiver started therapy with air in the patient line. The caregiver also removed patient line cap without connecting to patient. This complaint was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.